Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01358 pertains to the first extractor pro retrieval balloon and manufacturer report # 3005099803-2015-01359 pertains to the second extractor pro retrieval balloon. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter broke in half mid way up the catheter when they were pulling the stones out of the bile duct. The catheter broke inside the scope and they used a biopsy forcep to push the broken portion out of the scope inside the patient. The broken catheter was retrieved using a snare and no part of the device was left inside the patient. A second extractor pro retrieval balloon was used and the same event occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.